Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should add'l info become available and / or the device(s) be returned for eval and an investigation result becomes available, that changes this assessment, and amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 52/46 l on the left side on (B)(6) 2007. The pt was revised on (B)(6) 2012 due to loosening, pain, fluid, metallosis.

Manufacturer narrative:
Additional information was received on (B)(6) 2015. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2007 and was revised on (B)(6) 2012 due to pain, loosening, metallosis, fluid collection, synovitis. No x-rays were received for evaluation. Visual examination: during the visual examination the durom acetabular component presented small amounts of ingrowth and third body material (possibly cement) evident on the porous side. Chips of metal have fallen off the fins of the durom acetabular component. Metasul ldh head adapter presented dark third body material accumulating inside. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced above. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).